Manufacturer narrative:
The actual device and its manufacturing record are currently under investigation. This malfunction, "torayguide broke off/separated", has already been mentioned in instructions for use (IFU) as described below. However, "remained in the body" is not described in the IFU. Since this is the first and only reported occurrence of this malfunction and adverse event since the product's launch, we will continue to closely monitor the situation moving forward. Instructions for use inspection prior to use prior to use and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends or kinks which may have occurred. Do not use a guidewire that has a damaged tip. Damage will hinder the performance of the guidewire. Instructions for use warning: never push, auger or withdraw a guidewire that meets resistance.

Event description:
On (B)(6) 2025, a pulmonary vein isolation procedure using radiofrequency was performed for paroxysmal atrial fibrillation. During the procedure, a piece of torayguide broke off/separated and remained in the patient's atrial septum. An asd occluder was used to keep it in place. The patient was kept overnight and complained of chest pain but appeared to be stable for discharge. The patient was discharged on (B)(6) 2025. The injury or illness was life-threatening, even if temporary in nature. Current patient status: discharged from hospital in good condition. A broken piece of the torayguide remains in the body, and there are no plans to retrieve it. No casual relationship between chest pain and torayguide. Note from physician on original complaint: a transseptal atrial puncture was performed using fluoroscopic and intracardiac echocardiography (ice) guidance. A guiding sheath with dilator and needle were dragged from the superior vena cava to the interatrial septum when a sudden leftward displacement was observed. Engagement of fossa ovalis was confirmed by interatrial tenting seen on ice. The transseptal needle was then used with success to cross the septum. The dilator was then advanced carefully over the needle. A pigtail wire was used in attempt to safely advance the dilator and sheath into the left atrium (la) however unfortunately upon exposing the wire, it was trapped in the thick inter-atrial septum with retained fraction of wire in the inter-atrial septum. Multiple ice and fluoroscopic images showed fixed retained fraction within the myocardium of the inter-atrial septum with no migration. Our structural heart disease colleagues were consulted and given stable wire, decision was made to obtain a new trans-septal access at a lower position and proceed with atrial fibrillation ablation. As such, the transseptal needle was then used with success to cross the septum. The dilator and sheath were advanced carefully over the needle into the body of the left atrium. A new pigtail wire was used to safely advance the dilator and sheath into the la.

Event description:
On (B)(6) 2025, a pulmonary vein isolation procedure (ablation) using radiofrequency was performed for paroxysmal atrial fibrillation. A transseptal atrial puncture was performed using fluoroscopic and intracardiac echocardiography (ice) guidance. A pigtail wire (=torayguide) was used in attempt to safely advance the dilator and sheath into the left atrium (la) however unfortunately upon exposing the torayguide, it was trapped in the thick inter-atrial septum, and a piece of torayguide broke off/separated and remained in the atrial septum. An asd occluder was used to keep it in place. Multiple ice and fluoroscopic images showed fixed retained fraction within the myocardium of the inter-atrial septum with no migration. Our structural heart disease colleagues were consulted and given stable the torayguide, decision was made to obtain a new trans-septal access at a lower position and proceed with atrial fibrillation ablation. After procedure, the patient was kept overnight and complained of chest pain, but appeared to be stable for discharge. The patient was discharged on (B)(6) 2025. The injury or illness was life-threatening, even if temporary in nature. A broken piece (small segment j shaped, likely 5mm) of the torayguide remains in the body there are no plans to retrieve it. Current patient status: discharged from hospital in good condition. The cause of this incident (doctor's opinion): device malfunction. Torayguide was inserted only once. No excessive manipulation. No significant resistance was noted. The concomitant device of the torayguide used in this surgery: biosense webster vizigo sheath with dilator, bayliss nrg 98 transeptal needle. No causal relationship between chest pain and torayguide. Note from physician on original complaint: a transseptal atrial puncture was performed using fluoroscopic and intracardiac echocardiography (ice) guidance. A guiding sheath with dilator and needle were dragged from the superior vena cava to the interatrial septum when a sudden leftward displacement was observed. Engagement of fossa ovalis was confirmed by interatrial tenting seen on ice. The transseptal needle was then used with success to cross the septum. The dilator was then advanced carefully over the needle. A pigtail wire was used in attempt to safely advance the dilator and sheath into the left atrium (la) however unfortunately upon exposing the wire, it was trapped in the thick inter-atrial septum with retained fraction of wire in the inter-atrial septum. Multiple ice and fluoroscopic images showed fixed retained fraction within the myocardium of the inter-atrial septum with no migration. Our structural heart disease colleagues were consulted and given stable wire, decision was made to obtain a new trans-septal access at a lower position and proceed with atrial fibrillation ablation. As such, the transseptal needle was then used with success to cross the septum. The dilator and sheath were advanced carefully over the needle into the body of the left atrium. A new pigtail wire was used to safely advance the dilator and sheath into the la.

Manufacturer narrative:
1. Investigation of the device concerned: upon checking the device concerned visually, fractures of the core wire and the coil were found. The core wire was fractured at 134mm from the connection point of the coil toward the tip end, and the coil came loose and stretched for about 1.3m long from the connection point of the coil toward the tip end and fractured in the middle. The "soldered tip" which is originally at the tip of the torayguide was missing. A looped kink of the core wire was found at 76mm from the connection point of the coil toward the tip end. 2. Replication test using a reserved product: replication test was conducted to identify the causes of fractures of the core wire and the coil using a normal torayguide and a dilator for transseptal puncture (hereinafter "dilator"). In the case with this malfunction and adverse event, as the tip of the torayguide was trapped in the inter-atrial septum, we assumed that the torayguide was inserted when the tip of the dilator was present in front of the inter-atrial septum and conducted replication tests using pig heart as a substitute for myocardium. As a result of replication test, we confirmed that if the torayguide was inserted when the tip of dilator was present in front of the inter-atrial septum, the tip of the torayguide may be trapped in the inter-atrial septum subsequently break off and remain there when the torayguide was pulled back. 3. Investigation of manufacturing record: with regard to the torayguide, visual inspection (entire quantity) is conducted to ensure that no abnormalities such as damage or attachment of foreign materials are found, and only accepted devices are used for the product. It is confirmed with sampling inspection (every manufacturing lot number n=5) that tensile strength of the core wire is equal to or greater than 1 kgf which is its standard. With regard to the lot number (241205) of the device concerned, investigations of manufacturing and test records were conducted, and nothing abnormal was found or no problem was found at the time of shipping. 4. Evaluation of the event: this malfunction, "torayguide broke off/separated", has already been mentioned in instructions for use (IFU) as described below. However, "remained in the body" is not described in the IFU. Since this is the first and only reported occurrence of this malfunction and adverse event since the product's launch, we will continue to closely monitor the situation moving forward. Instructions for use: inspection prior to use: prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends or kinks which may have occurred. Do not use a guidewire that has a damaged tip. Damage will hinder the performance of the guidewire. Instructions for use: warning: do not advance or remove any device over the guidewire if the circular coil is not fully extended and visualized. Never push, auger or withdraw a guidewire that meets resistance.